Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was an air hole in the micron filter which resulted in leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 10011865 lot number 20045504 was performed. The search showed that a total of 8,800 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that a ext set smallbore .2mf ped leaked during use. The following was reported by the initial reporter: "it was reported that there was an air hole in the micron filter which resulted in leaking. Verbatim: s: found a leaking air hole from a 0.2 micron filter with tpn infusing through a PICC line. B: an inpatient being treated with antibiotics, no fever. A: per mom's report, there was a dried large yellow stain spot noted on the white chux overnight which mom prompted to change during day shift. Mom called break nurse that she felt wetness on her left hand, and chair while holding her infant son. Traced the tpn line tubing to check for any loose connections along the tpn tubing. Found a leaky air hole in the 0.2 micron filter with tpn fluid coming out. Tpn tubing is due to be changed today, (date redacted) r: showed the bedside nurse the leaky hole. Recommended to stop the tpn due to breach in the sterility of the line, a possible source of line infection, administer a new mivf (mid line intravenous IV fluids) with dextrose to prevent hypoglycemia and hypovolemia. Then notify the medical provider asap about the problem; request to order a new mivf or tpn."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a ext set smallbore .2mf ped leaked during use. The following was reported by the initial reporter: "it was reported that there was an air hole in the micron filter which resulted in leaking. Verbatim: s: found a leaking air hole from a 0.2 micron filter with tpn infusing through a PICC line. B: an inpatient being treated with antibiotics, no fever. A: per mom's report, there was a dried large yellow stain spot noted on the white chux overnight which mom prompted to change during day shift. Mom called break nurse that she felt wetness on her left hand, and chair while holding her infant son. Traced the tpn line tubing to check for any loose connections along the tpn tubing. Found a leaky air hole in the 0.2 micron filter with tpn fluid coming out. Tpn tubing is due to be changed today, (date redacted) r: showed the bedside nurse the leaky hole. Recommended to stop the tpn due to breach in the sterility of the line, a possible source of line infection, administer a new mivf (mid line intravenous IV fluids) with dextrose to prevent hypoglycemia and hypovolemia. Then notify the medical provider asap about the problem; request to order a new mivf or tpn."